Event description:
Pt had a guidant discovery ii dr dual chamber pacemaker placed in 2002 for sinus node dysfunction. Noted to have pacemaker software malfunction on hospital admission in 2003. Unable to interrogate or program the pacemaker. Discussions with guidant engineers suggested this was a software failure in the generator (not the programmer). This is an extremely rare occurrence and potentially dangerous. The mode switching on the pacer was not functioning normally-this and the inability to reprogram the pacemaker contributed to the pt seveloping pulmonary edema. The pt had to undergo explantation of the generator and placement of a new device. This is an extremely rare pacemaker complication but is potentially dangerous. The pt had no history of any trauma or other insult to the pacermaker that could have caused this problem.